Event description:
The user facility reported that the vascular closure was in the right common femoral artery involving the angio-seal vip (B)(6) at 14.30 o´clock. On (B)(6) at 9.00 o´clock patient feels sudden pain in femoral right side and a hematoma appeared fast. Dt shows extravasation. Femostop compression treatment was not enough. Patient needed open vessel surgery, and, in the hematoma, they found the angio-seal mention in the vessel. Anchor which should be inside the vessel looks bent and has gone out from the punction hole. The reason has then likely to have been that the angio-seal could not be applied correctly due to plaque in the vessel wall or the like. Snice the event occurred afterwards, indicates that the agio-seal was seated correctly attached initially but later released. The bent anchor of the angio-seal was found during open suturing can say that the anchor was too soft.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: (B)(6). The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.